Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient developed late on set of flexion instability. Happened at his home he ascending stairs. Patient was brought to or for revision. Knee was exposed and ps insert was found to be broken at base of ps post and 2mm proximal from base of post. A new scorpio size 11 x 12mm ps insert was put in place and knee appeared to be stable. Did have stability at closure.